Event description:
Patient reported "firm and looks abnormal due to capsular contracture" baker grade unknown. Later, reported "painfully hard and looks abnormal due to capsular contracture" and "a lump or thickening in or near the breast or in the underarm area". Later, reported "felt like I had a little bubble at the top", "noticeable in photos", "feels different", and "never symmetrical, looks and feel different, hard". This record is for the left side. The device remains implanted. Explant surgery is not yet scheduled, and it is unknown if the explanted device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.